Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was noted to have passed out. The patient's clinic was wanting to review any stored episodes from the patient's remote interrogation data. Boston scientific technical services (ts) reviewed the data and stated there were no stored episodes, and all lead measurements were stable. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.